Manufacturer narrative:
Initial and final MDR 1879753 - MDR 3003442380-2024-06481 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing was leaking at site event from (B)(6) 2024. The blood glucose level was 250 - 290 mg/dl at the time of event. The infusion set was use in 2 days for the first and second event and 8 hours for third event. Patient replaced infusion set and resumed insulin successfully. No further information available.